Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) to report that the patient had an allergic reaction to the island dressings. He first started using them two weeks ago. The skin around his catheter was red, bumpy and itchy. They went to see a dermatologist and he suggested they stop using the island dressings. Once they stopped using them his skin improved. The patient has only received island dressings from the first delivery, order (B)(4). No pickup is needed, the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).